Event description:
On (B)(6) 2023, from the covidtest/gov I received two boxes containing two each quickvue at-home otc covid-19 tests manufactured by quidel lot number 3675805, 2028-02-11 expiration. On (B)(6) 2023, I opened one box to perform test. Both of the two vials had insufficient amount of reagent fluid to perform test. The second box's two vials had no reagent fluid at all. I called quidel to report the problem and requested replacement tests. Company was unresponsive and would not replace the defective kits.